Manufacturer narrative:
Additional information : the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified access set would not prime when in use with an infusion pump. This event was further described as ¿the tpn (total parenteral nutrition) filter tubing was not staying filled and required repeated priming¿. This event occurred during and unspecified process step in the pccu department. There was no report of patient injury or medical intervention associated with this event. No additional information is available.